Manufacturer narrative:
Block b5 has been updated with additional information received on july 22, 2019. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant reported that the device was not expired. Block h6: device code 3191 is being used to capture the reported additional intervention required to place the enbd tube in the cyst. Block h10: the complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was implanted in a transduodenal position to treat a pancreatic walled-off necrosis (won) during a hot axios placement procedure performed on (B)(6) 2019. According to the complainant, on (B)(6) 2019, the patient began ingesting racol, a semi-digestive nutrient. On (B)(6) 2019, food got into the patient's cyst through the axios stent. The patient experienced the feeling of fullness, vomiting, and fever, which improved after fasting. An examination was performed, and an enbd (endoscopic nasobiliary drainage) tube was placed in the cyst as treatment. On july 2, 2019, the patient experienced a stomach ache, and it was noted that the waste fluid from the enbd tube was mixed with blood. Tae (transcatheter arterial embolization) was performed, but it was ineffective, and the patient received a 200ml transfusion. Reportedly, the source of the bleeding was the whole of the won, and the bleeding was not coming from the axios placement site. In the physician's assessment the bleeding was not related to the axios stent. Reportedly, the patient had an infection that was difficult to control. The patient remains hospitalized in the ICU (intensive care unit) for follow-up observation due to the bleeding. Additional information received on 22jul2019. Reportedly, the patient's won was infected prior to the axios stent placement. In the physician's assessment, the patient's fullness and vomiting were related to the racol nutrient getting into the cyst. The enbd tube was placed to drain the racol nutrient from the cyst. The patient died of respiratory failure on an unknown date. Prior to the patient's death, the bleeding and infection were able to be controlled. In the physician's assessment the patient's general condition may have worsened earlier if the axios stent had not been placed.

Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant reported that the device was not expired. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was implanted in a transduodenal position to treat a pancreatic walled-off necrosis (won) during a hot axios placement procedure performed on (B)(6) 2019. According to the complainant, on (B)(6) 2019, the patient began ingesting racol, a semi-digestive nutrient. On (B)(6) 2019, food got into the patient's cyst through the axios stent. The patient experienced the feeling of fullness, vomiting, and fever, which improved after fasting. An examination was performed, and an enbd (endoscopic nasobiliary drainage) tube was placed in the cyst as treatment. On (B)(6) 2019, the patient experienced a stomach ache, and it was noted that the waste fluid from the enbd tube was mixed with blood. Tae (transcatheter arterial embolization) was performed, but it was ineffective, and the patient received a 200ml transfusion. Reportedly, the source of the bleeding was the whole of the won, and the bleeding was not coming from the axios placement site. In the physician's assessment the bleeding was not related to the axios stent. Reportedly, the patient had an infection that was difficult to control. The patient remains hospitalized in the ICU (intensive care unit) for follow-up observation due to the bleeding.